Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone17.2, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention through a phone appointment with their healthcare provider with an infection that developed at the infusion site (arm) while wearing the pod for longer than 48 hours. The patient reported that they experienced pain upon insertion when they activated the pod. The pain continued to worsen, the patient reported feeling the pain from shoulder to wrist. The site was reported to be red and swollen. The patient¿s healthcare provider diagnosed an infection and prescribed the patient cefuroxime axetil 250 mg to be taken orally twice a day for a 10 day period.